Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6)). The investigation determined that the anti-hcv g2 elecsys assay performed within specifications. Calibration and quality control data were reviewed and found to be within acceptable ranges. Additional testing of a lipemic sample using a different anti-hcv reagent lot on the cobas e 602 analyzer produced reactive results, while confirmatory testing with the fujirebio innolia hcv score assay and comparator methods, including riba and competitor systems, generated non-reactive results. The reactive elecsys results were determined to be false positive, consistent with the assay's specificity claim of 99.66% as stated in the method sheet. The root cause was attributed to a sample-specific false positive result. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the elecsys anti-hcv ii assay on the cobas 8000 - cobas e 602 module. On (B)(6) 2022, the first sample tested with the anti-hcv assay generated reactive results of 60.24 coi and 60.25 coi. On (B)(6) 2022, a second sample from the same patient was tested and generated a reactive result of 57.64 coi. On (B)(6) 2022, a third sample was tested and generated a reactive result of 61.35 coi. On (B)(6) 2022, a fourth sample was tested and generated a reactive result of 53.90 coi. Additional testing was performed using confirmatory and comparator methods. Testing on the abbott alinity ci-series, siemens system, and riba (recombinant immunoblot assay) confirmatory test all generated non-reactive results.